Event description:
Customer reportedly obtained results of 300 mg/dl and 118 mg/dl within 10 minutes on the advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent. No information reported to indicate where comparison performed.